Manufacturer narrative:
The device had a minor deviation that could not contribute to the event. Customer reported that the patient had a precondition (neonatal bone) that was not detected by the user. Therefore we suspect, that the user applied to much force considering the thin bone at the respective pin location.

Event description:
Customer service was contacted by distributor on 03rd june 2019. Distributor stated that the skull clamp was involved in an incident.